Event description:
It was reported to boston scientific corporation that a sensation small oval flexible snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the snare did not cut properly. The snare was unable to deliver energy, however, the snare was securely attached to the active cord with an olympus generator and power settings. No visible problems were noted with the cautery pin. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.